Manufacturer narrative:
A2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. H6: problem code 1504 captures the reportable event of balloon pinhole. H10: investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed, the device was inflated and a pinhole was found under the distal ro marker of the balloon. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during an endoscopic papillary balloon dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon did not inflate. Reportedly, the balloon was taken out of the patient and was noted to have a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during an endoscopic papillary balloon dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon did not inflate. Reportedly, the balloon was taken out of the patient and was noted to have a pinhole. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.